Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. A black screen was displayed at boot up. The inverter cover was melted due to a defective inverter. The inverter and its cover were replaced. The issue was resolved. No other issues found.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.